Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 23, the customer was admitted into the emergency room and subsequently admitted into the intensive care unit (ICU) due to elevate blood glucose (bg) level. Customer¿s blood glucose (bg) level was 570 mg/dl, with large ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated blood glucose level by correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support (tts) performed a system check, and the pump is performing as intended. Multiple attempts were made to obtain the release date from the hospital; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.